Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 200 mg/dl. The customer was unsure if the issue was the o-rings on the reservoir becoming stuck or malfunctioning. The customer stated that it may have been tight fitting clothing that was causing blockage of insulin flow. The customer did not mention receiving any alert or alarm. The customer expressed that she did not feel well. Advised customer to call if there were any other concerns about the insulin pump or functionality in the future. The customer confirmed that she did not see any air bubbles during the high blood glucose periods. The customer stated that everything was fine at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.